Event description:
It was reported that the patient experienced a shocking/jolting sensation in their left leg and foot from their implantable neurostimulator (ins). It was also reported that the patient had stimulation in the wrong location and, starting 2 weeks after implant, they started getting restless legs and pain and shocking in the left leg and foot. It was noted that the pain went away when the stimulation is turned off. The patient stated that they felt a tingling in their toes which got worse when they sat or lay down. The patient changed from program 4 at 1.6 volts to program 3 where they felt the stimulation more in the vaginal area and less in their leg. The patient also stated that before implantation, they were told that they device would help with gas and was told after that it would not. It was noted that the patient was not informed of restrictions prior to being implanted. In addition, the patient noted that they were told, before implant, that the device would help with gas then was told after that it wouldn¿t. The patient did stated that the device therapy had helped a little for their bowel control and that they ¿didn¿t really have a problem with urine¿ since they had mesh surgery 12 years ago for their bladder. The patient contacted their healthcare professional (hcp) with their therapy concerns but was directed to contact the manufacturer. It was also reported that the training for the patient programmer unit was ineffective because the patient was still under the effects of anesthesia. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-33, lot# va0gvdu, implanted: (B)(6) 2014, product type lead. (B)(4).